Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the hospital after they received numerous inappropriate shocks. The right ventricular (rv) lead had dislodged and was pulled back way into the atrium. All tachy therapies were turned off and later the lead was capped and replaced. No further patient complications have been reported as a result of this event.